Event description:
The facility reported an infusion pump with flow accuracy issue. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test. The specification of this device is +/-5%. This issue is currently being investigated under mdq-CAPA-164, which was opened july 28, 2006.